Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2317-70 serial #: (B)(4) description: infiniontm cx 70 cm lead.

Event description:
A report was received that the patient was experiencing tenderness at the scs incision site. The patient was prescribed a cream which was to be applied over the scs site.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was experiencing tenderness at the scs incision site. The patient was prescribed a cream which was to be applied over the scs site.